Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that when removing instrument from port the instrument fell apart. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the hem- o- lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.